Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (not powering up) was confirmed. Upon investigation the charger was resetting and unable to charge a battery pack. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. The root cause for the u1003 and u104 failure could not be positively identified. No adverse events occurred as a result of the defective charger. Device evaluation of battery pack sn 86339302 has been completed. The reported problem (unable to power up a monitor) was confirmed. As received, the battery pack was unable to power a test monitor and charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse events occurred as a result of the defective battery.

Event description:
A us distributor reported that apatient's battery charger was not powering on and that a battery was unable to charge or power on a monitor.